Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, it was the doctor's hypothesis that the wire might be softer than before. As a result, they cracked it very easily without breaking it, which meant the guide wire did not break into multiple pieces. The insertion of the last tissue (14 french) was the step in the process that was being performed when the guide wire crack and softness occurred. No excessive force was applied to the product. The guide wire was not frayed, coiled, or unraveled. The guide wire used was the one included in the kit. The dimension of the catheter and guide wire matched what was indicated on the label. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. Flushing was done prior to use and had no problems. No cleaning agent was used on the device. The insertion site was treated with betadine prior to product placement. The physician removed the tissue and the guidewire, at the same as remedial action performed to address the issue, and the procedure was completed. The product was not replaced. There was no blood loss. A blood transfusion was not required. No intervention or treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (rfr) additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during insertion of the last tissue (14 french), it was the doctor's hypothesis that the wire might be softer than before. They did not experience crack/breaks. They did not experience fold. They did not remove the tissue dilator and the guidewire at the same time. Aside from experience of softness, nothing else unusual observed. No excessive force was applied to the product. The guide wire was not frayed, coiled, or unraveled. The guide wire used was the one included in the kit. The dimension of the catheter and guide wire matched what was indicated on the label. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. Flushing was done prior to use and had no problems. No cleaning agent was used on the device. The insertion site was treated with betadine prior to product placement. The procedure was completed. The product was not replaced. There was no blood loss. A blood transfusion was not required. No intervention or treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, they observed that the wire was softer than in the past. As a result, they cracked it very easily without breaking it, which meant the guide wire did not break into multiple pieces. The insertion of the last tissue (14 french) was the step in the process that was being performed when the guide wire crack and softness occurred. No excessive force was applied to the product. The guide wire was not frayed, coiled, or unraveled. The guide wire used was the one included in the kit. The dimension of the catheter and guide wire matched what was indicated on the label. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. Flushing was done prior to use and had no problems. No cleaning agent was used on the device. The insertion site was treated with betadine prior to product placement. The physician removed the tissue and the guidewire, at the same as remedial action performed to address the issue, and the procedure was completed. The product was not replaced. There was no blood loss. A blood transfusion was not required. No intervention or treatment required as a result of the event. There was no reported patient injury.